Event description:
It was reported that the asymptomatic patient presented remotely via merlin.net transmission. The pulse generator exhibited post paced t wave oversensing and inappropriate automatic mode switching. No further information was reported.